Manufacturer narrative:
In 2009, a field service engineer (fse) visited the site and performed a preventative maintenance (pm). The laser system met specs and performed as intended. The following month, a clinical development specialist (cds) visited the site and assessed the surgeon's laser settings in order to determine a potential root cause(s) for the dlk. The cds checked the energy settings and did some gel tests with different energy levels. Although a root cause was not identified the cds found that the side cut energy was slightly high but within amo specs. The american academy of ophthalmology (aao) recommends treating stages 1 and 2 dlk with topical steroids and observation. The aao does not recommend performing a flap lift and rinse at these mild stages. The physician did not follow the amo treatment protocol.

Event description:
The intralase fs laser was used to create bilateral corneal flap(s) for lasik surgery in 2009. Three (3) days post-operatively, the pt presented with stage 1 diffuse lamellar keratitis (dlk) on the left (os) eye. A flap lift and rinse was performed the same day os. The pt was prescribed topical steroids. The pt's pre-operative visual acuity (va) was 20/40 on the right (od) eye and 20/40 os. Post-operative va is 20/25 od and 20/25 os. The pt responded to treatment, and the dlk resolved.